Event description:
A customer had contacted global pharmacovigilance regarding an add on buretrol where air was introduced into the dialysis line of a pediatric patient which temporary prevented patient from introducing 200 ml of blood into the dialyzer. The customer stated that the buretrol stops working and then air is introduced into the line (with solution left in the buretrol). There was patient involvement but no injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A sample evaluation was performed on two returned used samples, which did not confirm the complaint: visual inspection found no issues. Additionally, the sample underwent functional, clear passage, and pressure testing, with no issues noted. A batch review was not performed, as the lot number was not provided. The complaint is not confirmed and the assignable cause could not be determined.